Event description:
I received the infuse spinal implant (B)(6) 2007, after surgery, I was unable to swallow and I had trouble breathing. Even today, I have spit because of difficulty swallowing. I have prolonged neck spasms and cramping that restricts my breathing and swallowing. I have had constant back pain since limited range of motion when turning my head. I have had trouble with ejaculation also I have the feeling that I have ejaculated but nothing comes out. (B)(6).